Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.